Event description:
It was reported that the customer's insulin pump alarmed. It was stated that after alarming the memory in the device was deleted. Advised the caller that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a frozen display and constant tone alarm as a result of a faulty component in the interface board. Unable to verify the error due to the frozen display.